Event description:
1 a customer contacted beckman coulter inc., (bec) and reported a dried leak around the needle assembly of the unicel dxh 800 hematology system. The customer could not locate the source of the leak. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. No one was splashed or sprayed. There was no report of exposure to mucous membranes or open wounds and no one sought medical attention. The lab's exposure control/risk management plans are in place. Material safety data sheet (msds) was not reviewed. There was no impact to patient results attributed to this event. There was no death, injury, or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The needle assembly and wash collar assembly may have the presence of blood and diluent while in operation and cleaner while in shutdown. The fse was dispatched on (B)(4) 2012 for this event. The fse confirmed there was a dried leak around the needle assembly. The fse found that the wash collar was dirty and a small amount of fluid was leaking onto the specimen transport module (stm). The fse removed the collar and cleaned it. The fse also performed additional service to the wash collar at this time and made adjustment to the flow-cell for an unrelated issue. There was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was a dirty wash collar leaking onto the specimen transport module (mts). (B)(4).